Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) upon initial inspection found the yellow wire not attached to the cable's connector. A lab-tested epgs would not calibrate and a ¿low oxygen pressure¿ alarm was received with the cable installed confirming the complaint. The srt replaced the cable assembly and ran appropriate verification testing. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed to calibrate due to a low oxygen (o2) pressure fault. This issue was discovered during the verification testing, phase 2. There was no patient involvement.